Manufacturer narrative:
The reason for this revision surgery was reported as conversion of reverse shoulder. The previous surgery and the surgery detailed in this event occurred 1 year and 9 months apart. Initial or prolonged hospitalization was required. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Only the baseplate has been returned to manufacturer and the remaining components are not made available to djo surgical for examination. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was a ncmr#40629 associated with the main part #530-10-108, encore reverse shoulder humeral stem, std, sz10x108mm which documents that out of 15 parts lot, 4 parts were rejected due to discoloration in parts. The parts were later accepted with suitable justification. All items in the lot were met with the design, fit and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to conversion of reverse shoulder. There were no findings during this evaluation that indicate the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, excessive range of motion, prolonged overhead activities, patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - conversion of reverse shoulder.